Event description:
Event description cpi received information that a patient's implantable cardioverter defibrillator (ICD) exhibited atrial undersensing. The physician performed an invasive procedure to evaluate the system and repositioned this bipolar lead.